Event description:
During the procedure, the micra device appeared to have air in the catheter and also the dye port did not work properly. This device was part of a clinical trial. There was no known patient injury.